Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. Patient product ID: 3888, lot# l49632, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported that the patient had his ins replaced with a new ins and a pocket adaptor and following the replacement had no stimulation sensation. It was noted that the patient had stimulation sensation prior to his previous ins depleting. Impedances were within normal range, but reprogramming was unable to resolve the issue and the hcp decided to try take an x-ray of the lead site at the patient's follow-up visit. Reprogramming was attempted without success at the follow-up appointment, and the patient was unable to feel stimulation event at 10 .5 volts. Impedances were within normal range. It was later reported that impedances were above 10,000 ohms on each contact, and the hcp was planning on replacing the leads. It was unknown if the operation had been performed, and it was not clear what hcp the patient was seeing. Additional information has been requested, but was not available as of the date of this report.